Event description:
It was reported that during programming in preparation for magnetic resonance imaging (MRI) that the programmer displayed a white screen. The programmer was plugged out and back in again, however the issue remained. Troubleshooting steps advised resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.